Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Reportedly, the customer had delivered two boluses prior to the low. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.